Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular exhibited oversensing. The lead was explanted and replaced. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that noise was noted on the right ventricular lead due to lead failure.